Event description:
Surgeon reports that the device switched off automatically w/o user intervention. Suction ring was all ready on the eye, vacuum 1 applied. "Before docking the applanation cone to the suction ring, the device shut off." No pt harm reported and no other info was provided.

Manufacturer narrative:
During the onsite investigation, system was checked. Adjustment was made to firmware, and the usb cable was replaced. The root cause was determined to be the need for adjustment to firmware. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).